Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the patient visual acuity did not improve. After a while of postoperative follow-up, the visual acuity still did not improve, and suspecting that it could be due to a defect with the iol. The lens was explanted and replaced with unspecified lens in a secondary procedure. Additional information was requested.